Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had an anorectal study where the balloon detached and the balloon was left in the patients body and had to be removed with an enema. They used the unwaxed dental floss to tie it on and that this is a known issue. They are aware and many customer used waxed dental floss as it holds better.